Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with color bands fully exposed. There was no clear damage noted to the tip of the hemostasis sheath. The anchor was observed dangling at the distal tip of the hemostasis sheath with a small portion of the collagen exposed. The collagen had dried blood like substance present on it. There was no deformation noted to the anchor. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was moved into the forward lock position, which caused the anchor, dried collagen distal tip of the carrier tube to become exposed. There was no obstruction noted to the collagen plug from exiting the carrier tube as can be seen in the attached pictures. The deployment sleeve was then moved into the rear lock position and the digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported unsuccessful deployment of the angio-seal vip device. The wire was successfully placed in the vessel. The first part of the angio-seal showed flashback. Second part had a 'click'. The angio-seal deployed in usual push and pull technique, however this just removed it from the groin. Upon examination of the device, the first component of the angio-seal which enters the vessel seemed to be 'pinched' which likely prevented the collagen plug from exiting the device and entering the vessel. The whole device was removed from the patient's common femoral artery puncture site and nothing was left in the patient. They then compressed the 6fr hole in the groin for ten minutes to prevent a hematoma. Patient had minor bruising to the right groin. Additional information was received information received august 2, 2019. The procedure prior to deploying the angio-seal device was a transcatheter arterial chemoembolization (tace). A 6fr procedural sheath was used. Hemostasis was achieved through manual compression. Blood loss was less than 250cc.